Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 02/11/2016. The fse found that the rf preamplifier card was damaged. The fse replaced the card, which repaired the high latron controls. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer was running high for latron controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.